Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent continu-flo solution set separated at the injection port during a saline flush to a peripherally inserted central catheter line. This occurred after a manual injection and lead to a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection and dimensional testing was performed and revealed that the tubing was separated from the y-clear link. The reported condition was verified. The cause of the reported condition was determined to be manual assembly issue. Should additional relevant information become available, a supplemental report will be submitted.